Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atrium and restricted leaflets. First clip was implanted a1/p1 with no reported issue. After deployment, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet. In the physician¿s opinion, the slda was due to pre-existing patient anatomy (restricted leaflets). It was noted that imaging was challenging due to patient¿s anatomy. A second clip was implanted to stabilize the first clip; however, insufficient mr reduction was achieved. It was decided to implant a third clip. There was an unusual resistance with the arm positioner, causing resistance when opening or closing the clip arms. The lock lever needed to be pulled past the blue line for the clip arms to open. The clip was removed with no reported issue. Another clip was implanted with no reported issue; however, mr remained at grade 4. The patient is stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to baseline was due to the slda. The reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (restricted leaflets). The reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.